Event description:
According to the reporter: dr. (B)(6) was passing the needle of the endo stitch through the omentum when the needle came off the jaws of the instrument. There was: no unanticipated tissue loss; no unanticipated extension for incision more than 1inch; no unanticipated blood loss more than 500cc; no delay over 30 minutes; no device fragment fall in patient cavity. Additional information requested clarify with the account/md if these two separate incidents happened within the same surgery. For a single patient, same surgeon, same procedure, same device.

Manufacturer narrative:
(B)(4). Date of initial report: 10/22/2014.

Manufacturer narrative:
(B)(4).